Event description:
The pt was balloon dependent. The 8 fr. Iab leaked and was removed. A second iab was inserted into the pt. Event complications: unknown - reported 9/30/98. Pt's current status: unk - reported 9/30/98.